Manufacturer narrative:
No lot number info was provided for evaluation. One partial sample was returned in two pieces. As received, there was 3 7/8" of the white flat drain and 1 11/16" of the clear drainage tube. A tear was observed on the clear drainage tube 3/16" where the white drain joins the clear tubing. The tear did not penetrate both sides of the drain, was very jagged and appeared to have been ripped by something sharp. Also, a perforation 1/16" from where the white drain joins the clear tubing was noted. A 1" long section of the tube edge where the tear was located was tested and found to exceed tensile requirements. A review of the incoming quality assurance records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains (en1617). There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. A review of the instructions for use showed the following: cautions: to avoid the possibility of drain damage or breakage: add'l perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks. This product has been reclassified as exempt from premarket notification.

Event description:
It was reported that the drain tubing tore when attempting removal of the drain. The doctor was able to remove the drain without the drain completely separating but stated the transition hub between the drain and the tubing was too big and made removal more difficult. There was no injury to the pt and no further complications reported.